Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed a "call tech support err121" was observed on the screen. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.